Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient who was diagnosed in leukemia had a groshong catheter implanted on (B)(6) 2020. The catheter was unable to be removed upon removing as the treatment has been completed on (B)(6) 2021. It was further reported that the doctor has planned surgery once, however, considering to have the catheter remained in the patients body now.